Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug indicator button of a 5f exoseal vascular closure device (vcd) would not depress at all. Finally changed to manual pressing. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to solid black color. After the pulsatile blood flow of the return indicator stops and then retracts 1 cm, the indicator window turns black and black and the plug indicator button cannot be pressed. The indicator window showed red color during retraction. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had mild visible calcium/plaque. There was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The physician had achieved certification on the use of exoseal vcd. The exoseal vcd was used in an interventional procedure with an antegrade approach. The patient's body mass index (bmi) was greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Event description:
As reported, the plug indicator button of a 5f exoseal vascular closure device (vcd) cannot be pressed. Finally changed to manual pressing. There was no reported patient injury. After the pulsatile blood flow of the return indicator stops and then retracts 1 cm, the indicator window turns black and black and the plug indicator button cannot be pressed. A non-cordis sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug indicator button of a 5f exoseal vascular closure device (vcd) would not depress at all. Finally changed to manual pressing. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to solid black color. After the pulsatile blood flow of the return indicator stops and then retracts 1 cm, the indicator window turns black and black and the plug indicator button cannot be pressed. The indicator window showed red color during retraction. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had mild visible calcium/plaque. There was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The physician had achieved certification on the use of exoseal vcd. The exoseal vcd was used in an interventional procedure with an antegrade approach. The patient's body mass index (bmi) was greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received on black/white. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, after the guard was locked. During this analysis, the indicator wire was pulled to achieve the black/ black position of the indicator window to continue with the deployment lever depression, resulting in the indicator wire retraction and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions or damages were denoted in relation to the deployment mechanism. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since there were no anomalies noted during functional analysis of the device and the internal mechanism was assembled correctly. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. The device was received with the cowling/guard not locked and therefore, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. It was also reported that there was calcification of the access vessel. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. It was also reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.